Manufacturer narrative:
The three terminal legs were returned and passed electrical testing. Due to the lead being returned severed, no further testing could be performed.

Event description:
Additional information was received indicating the patient later expired. There were no allegations against lead functionality at that time.

Event description:
Additional information was received indicating the patient later expired. There were no allegations against lead functionality at that time.